Event description:
Medical intensive care unit (micu) nurse was preparing to deliver an insulin injection. When the registered nurse (rn) removed the orange cap off the syringe, the safety device became activated. Once activated, the safety is easily deactivated, creating the chance for a needle stick event. The supply chain staff member stated that this device was a substituted product when we had difficulty obtaining our usual insulin syringe due to them being on back-order. The substitute device was reported to our value analysis team as a ¿bad sub[stitute]¿. All product was pulled from locations at all campuses in two states where it was stocked. At this time, our normal device is once again available so there is no shortage at this moment. There was no harm to the patient.